Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis manifested by cloudy bag and abdominal pain. The breach was not further specified. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with vancomycin (dose, route and frequency not reported) for the event. At the time of this report, the patient was still hospitalized and had not been retrained on aseptic technique. It was reported that the patient was still recovering from the peritonitis event. However, abdominal pain and cloudy effluent were resolved. Pd therapy was ongoing. Additional information was requested but is not available.